Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6) 2025, the log file captured several low voltage hazard, power cable disconnect, and no external power alarms while connected to the mobile power unit (mpu). These alarms were due to several losses of ac power. The alarms resolved each time when power was restored to the system. The backup battery supported the system without issue during these events. Multiple attempt were made to obtain additional information regarding the mpu serial number, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with no active alarms or any visible issues with their device. A replace backup battery message appeared on the patient's report but not on the heartmate touch. Log files were submitted for review and captured a series of back-to-back loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2025. Low voltage hazard events were seen as the result of the mpu suddenly losing power. The system controller switched appropriately to the backup battery when external power was lost. These events appeared to resolve once external power was completely restored. The backup battery faults seen in the log files appeared to have self-resolved. No abnormal controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended.